Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a clinic visit, the device was found to be at the elective replacement indicator (eri) and premature battery depletion was suspected. The device will be replaced. No patient complications have been reported as a result of this event.